Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.57" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the fenestrated bipolar forceps was found to be broken. The procedure was completed with no reported injury.